Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31852796l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced a stemi (st elevation myocardial infarction). One patient had a stemi after a varipulse procedure. The procedure was performed on (B)(6) 2026. According to the physician, the stemi had nothing to do with the procedure and was rather a so far unknown underlying coronary heart disease. They performed an angiogram of the coronary arteries and detected a stenosis which was not sensitive to nitroglycerine, which is why they say it was not a spasm of the coronary arteries. Although procedure was finished, the patient was still lying on the table so that they could resolve the issue very quickly. The patient received a stent. Patient fully recovered and left the hospital the next day and did not need extended hospitalization. There were 16 applications (ablation with varipulse) performed outside of the pulmonary veins (reported to be "as recommended", per vein 2 at the ostium, 2 more antral). Pentaray was used for mapping before ablation, and for remap. There was one transseptal puncture site. Although assessed as unrelated to the procedure by the physician, the adverse event occurred while the patient was on the procedure table. Therefore, this event is being reported conservatively.